Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.

Event description:
The ventilator was returned to a third party service center for eval. The device was not in pt use.